Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 368 (mg/dl). Customer addressed elevated bg levels by adjusting pump settings. Customer declined any further troubleshooting on the reported issue.